Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 4 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that elevated estimated flows and high pump power readings were observed. The patient¿s inr was 2.2 and lactate dehydrogenase (ldh) was 268 u/l. On (B)(6) 2017, it was reported that patient returned to clinic for evaluation, and the estimated flow and pump power readings had normalized. Labs and inr were all within goal range. It was reported that elevated powers then continued, and on (B)(6) 2017, the system controller was exchanged. Elevated pump parameters continued. On (B)(6) 2017, the ldh was in the 200s u/l, and it was reported that there was a speed drop to 80rpm. Technical services reviewed x-ray images and reported that they did not appear to show any areas of concern. On (B)(6) 2017, it was reported that the patient was placed on a heparin infusion. Ramp echocardiogram was normal. Pump parameters normalized after the heparin infusion was initiated. It was reported that the patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. Although the evaluation of the submitted system controller log files confirmed the report of elevated power and flow, a specific cause for the reported events could not be conclusively determined through this evaluation. In addition, a direct correlation between the pump and the reported events could not conclusively be established. The submitted system controller log files captured elevations in pump power and estimated flow. The reported low speed advisory on (B)(6)2017 was confirmed through this evaluation. The low speed event appeared to be the result of the fixed speed being adjusted to 8000 rpm, below the low speed limit of 8400 rpm. The reported low speed events on (B)(6)2017 were also confirmed through this evaluation, and they appear to be the result of the motor stop command being received from the system monitor. Despite the observed parameter fluctuations, the pump appeared to have operated as intended with no atypical alarms. With the exception of the events on (B)(6)2017 and (B)(6)2017, the pump operated above the low speed limit throughout the captured data. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.